Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were still having leakage which they would like to conquer but somehow they can't get the right program to help. They were leaking so bad that they were going through pads frequently. They had constant leakage that comes through their clothes and the pads do not stop the leak. Patient had tried changing programs and increasing amplitude but they were not feeling any stimulation at 5.5 on program 6. Patient was previously feeling stimulation in their vagina on program 5. The patient was redirected to their healthcare provider (hcp) to further address the issue.- information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that when they get up in the morning they had so much pain that they can't walk. Caller stated that they were still experiencing the pain even when they turned the stimulation off. Caller confirmed that they have not had any falls recently. Caller stated that they saw the nurse participator (np) about a week and a half ( via zoom) , and was instructed to try a different program due to leakage. Caller stated that when they changed programs was when they started to experience the pain. The caller stated that they feel like the pain was at the ins site and not from the stimulation being too high. Pss walked the caller through the steps of connecting and assisted with changing programs. Pss suggested patient can monitor , but if pain continues to follow-up with the healthcare provider (hcp). Additional information was received from the patient. The patient called back in regards to pain at implant site. Patient stated that they have pain in their left hip above their implant. Patient stated that there was no pain when they were resting, but when they walk it aches and goes down their leg. Patient stated that they turned off stimulation and that did not help. Patient also state that they tried changing stimulation programs from 5 to 6 and then back to 5 but that did not help. Patient stated that they saw a healthcare provider in regards to the issue, and they were prescribed medication for 5 days but that did not help. Patient also stated that their hcp told them that they likely have an inflamed nerve. The patient stated that it feels like their implant was pressing on a nerve. The patient also reported that they have been having a lot of leakage and had to buy a lot products to keep them dry. The patient was redirected to their hcp to further address the issue.